Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to breakage of the tibia implant and the tibia component becoming embedded into the polyethylene articular surface.